Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: the actual sample was returned for evaluation. During the visual inspection of the sample, the swage and attachment area were observed as expected. In addition, marks on the body needle were observed that appears to be caused by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed. However, a side of the fixation tab was broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Per the condition of the sample received, it could not be determined what may have caused the reported incident a manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and barbed suture was used. It was found that a part of the fixation tab of the barbed suture had been broken off when opening the package. There were no adverse consequences to the patient.